Event description:
Reporter alleged blood glucose measured 183 mg/dl back to back with a result of 96 mg/dl when performed within a minute of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.